Event description:
It was reported that the patient experienced coupling issues. Actions required as a result of the event included a revision. The patient had many problems achieving efficient coupling between the implantable neurostimulator (ins) and recharger unit and therefore the patient could not charge the ins. Troubleshooting included impedance testing, x-rays, and reprogramming. The recharging kit was exchanged for a brand new one. The ins was explanted. The patient¿s status at the time of report was alive with no injury. The patient underwent an ins revision under general anesthetic. Later it was reported that the patient had the ins implanted on (B)(6) 2014 and had never received an optimized coupling between ins and recharger unit. The results of all the diagnostic tests, x-rays, patient inspections, and impedance testing were within normal limits. The patient was receiving effective relief from the ins but the only issue was when it came to recharging the battery.

Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was not related to the implant procedure.

Manufacturer narrative:
(B)(4). Final analysis of the stimulator revealed no anomaly found. According to the trace report the stimulator had no coupling on five of six of the most recent recharge sessions. No increase in voltage was seen in these recharge sessions. One recharge session had good coupling and charged for duration of five hours and 47 minutes. The stimulator was recharged from 3.44 volts to 4.04 volts. A test was done to address the complaint related with the coupling of the stimulator. Recharging of the stimulator was done at spacing of 0 cm, 1 cm, 2 cm, and 3 cm to see how many coupling bars could be obtained. ) cm = 8 bars, 1 cm = 8 bars, 2 cm = 4 bars and 3 cm = 0 bars. The same coupling was observed on a known good stimulator, indicating that this stimulator is obtaining good coupling with a recharger.

Event description:
Previously reported in manufacturer report # 3004209178-2014-22090. It was reported the patient was "unable to charge the implantable neurostimulator (ins) efficiently." The patient was consequently "unable to use their pain relief as desired, as he feared depleting the battery completely." The patient's system gave the patient "full pain coverage" initially, but with the "charging issues still ongoing" at the time of report the "patient did not use the ins at all and this had led to an increased length of hospital stay." There were "no" patient symptoms reported to be associated with the event however and the patient was alive with no injury at the time of report. The patient's recharger was replaced as a result of the event; however this did not initially resolve the issue. X-ray examination of the patient by their healthcare providers (hcps) concluded "the ins was not flipped and was not implanted deeper than 1cm under the skin." It was noted the recharging" eventually became possible." The patient received "effective therapy along with effective charging" and "the patient was doing very well and had been allowed to go home." The patient was reportedly "kept in the hospital for four days longer than usual" due to the event. Additional information received reported that the patient was struggling to recharge the battery and was only get 2 bars. The outcome was an ongoing event. No diagnostic tests were performed. The patient had physical difficulties with recharging. There was no signs or symptoms reported. The device was interrogated and the battery was discharged and needed recharging. The event was related to the device or therapy and possibly related to the procedure. Additional information received reported that the patient experienced poor coupling and the patient was not able to obtain any black bars when recharging. Additional information reported when the device was replaced they were able to fully charge their device. They did also note that they found a difficulty with obese patient's being able to obtain connection for recharging. The patient and caregiver were also retrained on recharging. The event was resolved without sequelae. Information was reported in manufacturer report # 3004209178-2014-22090. Additional information indicated these two events were the same. No further information will be report in manufacturer report # 3004209178-2014-22090.